Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 50 mg/dl. His insulin pump had an unexpected re-initialization after inserting the sensor. This was a recurring issue for the customer. The product was not returned. Nothing further to report.